Event description:
During left video-assisted thoracoscopic excision of apical posterior segment of the left lung lobe, the skin edges of the incision which the endo-hook was placed developed a burn. The skin edges were excised and the incision closed at the end of the procedure. Upon examination of the endo-hook post procedure, a small portion of the insulation above the hook appeared to be damaged.